Manufacturer narrative:
Section a, b5, d3: correction. H6: evaluation codes updated. Device evaluation: one device was received. The device was visually and functionally tested and the customer reported issue was able to be replicated. Review of the event history log showed no relevant history. The reported issue was resolved by replacing the flex sensor and printed wire assembly (pwa) board. Upon further investigation, the upstream occlusion (uso) seal was found to be buckling. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette error. There was unknown patient involvement.